Event description:
Last month a doctor performed a bronchoscopy procedure. The doctor believed that the bronchoscope was not functioning properly and the bronchoscope was removed from service immediately following the procedure. The brochoscope was sent to the sterile processing department in the operating room for disinfection. The following day, a subsequent bronchoscopy procedure was performed by covering doctor on the same patient and a foreign object approximately 6 mm in length was seen in the airway and removed. Upon detailed examination of the bronchoscope that was removed from service the previous day, there was a missing rubber piece at the tip that was consistent with the object removed from the patient.